Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: bd received 48 samples for investigation. Twenty (20) of the samples were chosen at random and evaluated by functional shield testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had the safety shield fail. The following information was provided by the initial reporter: "it was reported by the customer that the safety shield on the eclipse needles are falling apart during use. "